Manufacturer narrative:
Device was evaluated by a field service engineer (fse). Fse found that when the printer was running it would cause the device to shut down. Printer identified as the cause to customer reported problem.

Event description:
Initial report from customer was "m4735a exchange pca board ." There was no reported patient involvement.